Manufacturer narrative:
E1: initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with thermocool smarttouch sf catheter and an irrigation issue (during use on patient) was observed. Catheter irrigation was not working well. The holes on the distal end of the catheter (at the tip) did not work. No patient consequence. Additional information was received on 02-jul-2025. They had trouble purging the catheter. It seemed that the irrigation was not flowing through all irrigation holes as usual. The suspected device for the reported flow / irrigation issue was the catheter because the change of catheter allowed normal irrigation to be restored. The pump was running. The pump does not seem to be the problem. They have redone a lot of procedures since then with it and it works very well. The correct catheter settings were selected on the generator. No error initially. At the start of ablation, error on temperature rise too fast cut the ablation shot. That questioned us and we pulled the patient's catheter out. A new purge allowed us to identify that not all irrigation holes were irrigated. They tried to irrigate with high irrigation but without success. Therefore, they changed the catheter. Firing stopped as soon as the ablation began because of the excessive increase in temperature. The temperature issue was assessed as non MDR reportable. Since the generator stopped delivering rf/pf, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The irrigation issue was originally considered non-reportable, however, bwi became aware on 02-jul-2025 that they pulled the catheter out of the patient and a new purge allowed them to identify that not all irrigation holes irrigated and have reassessed the event as reportable. The awareness date for this record is 02-jul-2025.

Manufacturer narrative:
The investigation was completed on 08-dec-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).